Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An additional information from rep was received. Rep stated normal programming was performed related to the stimulation programmed during the hcp office visit changing when patient use ptm to check stimulation. It was noted the result of troubleshooting was that patient had a better coverage. It was unknown the cause of stimulation programmed during the office visit, what diagnostics were performed and its solution to resolve the stimulation programmed. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been having their implantable neurostimulator programmed at a healthcare professional (hcp) by a manufacturer representative (rep) and was having therapeutic stimulation. After leaving the hcp, the patient reported that when checking their stimulation with the patient therapy manager (ptm), that stimulation became intense across their leg and across ankle. The patient reported that the manufacturer representative (rep) believe that there's something wrong with the controller stating it is "not receiving the transfer of programs from the device in the office". A replacement ptm was sent. No additional patient symptoms, and no additional device complications were reported for this event.